Manufacturer narrative:
A visual inspection and functional testing, dimensional analysis was performed on the returned device. The resistance with the guide wire was not confirmed. The reported cuff miss could not be tested due to some device components not being returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, the resistance with the guide wire was likely due to user wipes off coating prior to insertion or patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). The reported needle to cuff miss was likely due to interaction with patient anatomy or inability to maintain position/stability of the device during deployment. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, the wire included in the sheath set was used, but the wire not cross smoothly. The guide wire was ultimately advanced, however, a cuff miss [suture retrieval issue] occurred with the device. The suture of one new prostyle device was successfully pre-placed. The cardiac ablation procedure was completed and hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.